Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: pulled back a little more than he thought on depth (depth 2.5+1) and deployed in track. Femoral compression system applied.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 14f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 6.1mm, no calcification, and a depth measurement of 2.5cm + 1cm. Good access was achieved utilizing a sheath angiogram. No issues were encountered advancing and withdrawing the procedural sheaths. During deployment, the physician felt he may have pulled back to far on manta, due to the manta "jumped" on pull back and deployed into the tissue track. Due to the unsuccessful closure, a contralateral angiogram indicated bleeding was present. Manual pressure was applied, and a femoral compression device was placed. The root cause of the access site bleeding requiring extended mechanical pressure is due to a tract deployment. Multiple causes for tract deployment have been established; the exact cause for this tract deployment is likely due to user error when pulling back on the manta, pulling beyond the deployment depth measurement. The IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. In step 4: position device: before deploying the device and releasing the anchor, position the manta closure and sheath according to the deployment depth noted in step 1: arteriotomy locating procedure. Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release.